Manufacturer narrative:
Results: the velocity was fractured approximately 32.5 cm from the hub. The velocity was kinked and fractured approximately 37.5 cm from the hub. Conclusions: evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is forcefully mishandled during use, damage such as a kink and subsequent fracture may occur. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra balloon guide catheter, and a non-penumbra stent retriever. During the procedure, the physician completed one pass using the velocity, balloon guide catheter and stent retriever. Upon removal of the velocity and stent retriever, it was noticed that the velocity was broken. The procedure ended at this point. It was reported that the physician was satisfied with the thrombolysis in cerebral infarction (tici) grade 2b result. There was no report of an adverse effect to the patient.